Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with meter-confirmed blood glucose readings in the mid-300s and the value entered into the ilet; the user reported anxiety when high and dry mouth and also reported having a cold. Symptoms included anxiety and dry mouth. Outcomes included no health consequences or impact, and glucose subsequently returned to range. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no clinical signs or conditions beyond the reported symptoms and no specific findings establishing a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.